Event description:
It was reported that during an unk procedure, there was failure in the angle activation. The stapler did not staple in a uniform way. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.